Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® trace element serum blood collection tubes the stopper comes out of the tube and leakage occurs. The following information was provided by the initial reporter: customer reports that caps won't stay on for bd vacutainer® specialty tubes, item#: 368381. This leads to blood being leaked and not enough sample being left for testing.

Event description:
It was reported that after use with bd vacutainer® trace element serum blood collection tubes the stopper comes out of the tube and leakage occurs. The following information was provided by the initial reporter: customer reports that caps won't stay on for bd vacutainer® specialty tubes, item# 368381. This leads to blood being leaked and not enough sample being left for testing.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.